Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider (hcp) via a representative regarding a male patient in (B)(6) who was receiving an unknown medication via an implantable pump. It was reported that the patient has had five previous catheters and revisions had been performed in the past. This event captures one of those revisions (revision four). The event date, product model and serial, implant and explant date, catheter issue, event context, patient symptoms, troubleshooting/diagnostic testing, actions and interventions, outcome, possible causes, the patient medical history, concomitant medications, indications for use, medication delivered at the time of the event, the concentration, dose, and lot number of medication were not provided. However, these were all requested but not available at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
On 2016-01-11 the representative further reported that the patient was a (B)(6) paraplegic. Reportedly the catheter was cut because of apophysis arthrosis. No further information was provided at this time. Should additional information be received a supplemental report will be filed.